Event description:
Per spontaneous call from pt, pt's pump sn (B)(4) is giving a clamping error but pt states everything is connected and there is no clamping in the tubing. Pt switched to backup pump. No harm to pt. Sending pt a new pump for tomorrow and pt will return old pump to us. No further info available. The actual device is available for investigation. We replaced the device. Did the pt have a backup device they were able to switch to? Yes. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Reported to (B)(6) by pt/caregiver. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pulmonary hypertension.